Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. At the patient review, the endophthalmitis infection had resolved and the patient was undergoing further treatment for other ocular conditions.

Event description:
The healthcare facility reported that following an uncomplicated intraocular lens (iol) implantation in the right eye the patient has confirmed endophthalmitis. Pred forte, acular and exocin were used post operatively. A vitreous biopsy was performed and treated with intravitreal antibiotics (ic antibiotics) and pars plana vitrectomy (ppv). The culture was enterococcus sp. The endophthalmitis was identified as being caused by enterococcus faecalis, allegedly due to patient hygiene. This is the only case of endophthalmitis at this facility.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.